Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode without the backup defibrillation option (bdfo) available. The cause of the backup mode was undergoing a magnetic resonance imaging (MRI) scan without proper programming of the ICD. The ICD was successfully restored. The patient was in stable condition.